Event description:
It was reported "balloon did not expand during use in a patient".at the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon did not expand during use in a patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon did not expand during use in a patient".at the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".